Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube that the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "the tube tops coming off for cat 367960."

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "the tube tops coming off for cat 367960."

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned by the customer in support of this complaint. Lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown.